Event description:
It was reported to boston scientific corporation in early 2006 that an ultratome xl triple-lumen wireguided sphincterotome was being prepared for use before a procedure three days prior (patient sex, age, and weight unknown.) According to the complainant, the handle on the sphincterotome would not allow bow and unbow. The procedure was completed with another ultratome xl triple-lumen wireguided sphincterotome. There was no patient involvement. The patient's condition is reported as ok.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date could not be determined. The suspect device has not been received for evaluation because the product was disposed; therefore, the cause of the reported malfunction is undetermined.